Event description:
A customer reported encountering a cgm error 42, indicating an issue with their continuous glucose monitoring sensor. The data did not report any impact on the customer's blood glucose level, suggesting it remained within a normal range. Technical support guided the customer through a complete pump reset, after which the cgm error code did not reappear, and the customer was able to start their sensor session successfully.